Event description:
I used renu with moisture loc from 2/14/06 through 3/29/06. I had gone to my optometrist very early and was informed of an infection in my eye, I was then given a presciption for the infection. When I went to fill the prescription it was well over what I could afford. I scheduled another appointment with my primary care doctor, in which I had to leave work early with no pay to attend, I was then told I had an infection and was given a prescription for dexamethasone sodium phosphate and gentak sol. I continue to have a scar on my eye due this infection in my right eye.